Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
It was reported that when starting the system check out, the system generated the error message: pressure out range. No logs have been provided to confirm the reported issue. Several parts (panel printed circuit board, pressure transducer printed circuit board and vaporizer valve) were replaced by the company field service engineer. After the replacement, the system worked properly and was returned to clinical use. None of the replaced parts were returned for investigation. Since no parts or logs have been received, we are unable to either confirm the reported fault or determine any root-cause.

Event description:
It was reported that the anesthesia workstation failed the internal test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).